Manufacturer narrative:
Device not returned for evaluation as it was discarded at the account. In addition, no lot number information was provided as the packaging displaying this information was discarded at the account.

Event description:
It was reported that during a total hip procedure, the blade broke at the mount. It was further reported that the broken pieces did not enter the surgical site. It was reported that no additional medication was prescribed as a result of the reported event. It was further reported that there was no significant delay as a result of breakage, and that the surgeon just needed to get another blade, which was readily available to complete the procedure successfully.